Manufacturer narrative:
Product complaint: (B)(4). Component code: (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device batch qgberz, 8521h16 and no non-conformance's were identified. To date the device has not been returned to evaluation site. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. The suture broke when sewing during the procedure. Another like suture was used to complete the procedure. There were no patient consequences reported.